Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event and was treated with a manual injection/insulin pen for the high blood glucose. The customer reported nausea, abdominal pain, and thirsty symptoms reported related to high blood glucose. The customer also stated they didn't get insulin. The customer received the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement(pump error 130). Troubleshooting was performed and the customer was able to clear the alarm successfully and able to complete the rewind but the displacement test on the pump was not passed. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event and the auto mode feature was not active or not at the time of the event. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the follow-up number 1. The information has been provided in section h1 with this report.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test and self test. Unit passed dat test at 0.0873 inches. Pump did not pass the sleep current measurement test due to high currents. No pump error 130 noted during testing. No under delivery anomalies noted during testing. P-cap was attached and locked into place properly. No alarms/alert/anomalies noted during testing. Unit successfully downloaded to thump and carelink. Pump error 130 occurred on 08/22/2023 14:36:25.000 in the history files. Confirmed 24.6 units of normal bolus was delivered on 26-aug-2023 between 09:40:55.000 and 13:11:35.000. Motor was not tested due to moisture damage. Force sensor zero offset within specification with []mv. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcba 1, pcba 2, force sensor and motor. The following were noted during visual inspection: battery tube threads - cracked, dried insulin - motor slide, minor scratched lcd window, scratched case, overlay scratched, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, damaged display window cover and serial number label missing. Pump error 130 was not confirmed and was noted in history file. No under delivery anomalies noted during testing and was not confirmed. Unable to confirm high bg's. Device test failed was confirmed due failed sleep current measurement test. Unexpected battery power loss was confirmed due moisture damage. Moisture damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.